Event description:
The pt was revised because of infection, the tibial component was noted to be loose.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported event infection or device loosening. However, infection after approximately 3-years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.